Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were admitted due to diabetic ketoacidosis on an unknown date. The customer's current blood glucose unknown. Customer also reported that the cannula was bent. The insulin pump will not be returned for analysis.